Event description:
It was reported that the pump is leaking. No patient injury was reported.

Manufacturer narrative:
No product was returned for evaluation. A device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1-product problem.